Event description:
Information was received from a patient who was receiving unknown morphine drug (did not ask n/a at did not ask n/a) via an implantable pump for unknown indications for use. It was reported that the patient had pain pump put in on (B)(6) 2024 and wanted the pump removed ¿tomorrow¿ due to an infection. The patient said ¿have to go to emergency room tomorrow and my pain management doctor is removing the pump and I just need help to get established with a new doctor once we moved out the end of the month.¿

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.